Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 510 mg/dl. Troubleshooting advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was transferred to bayer for more information. Customer was advised that assistance can be provided to them regarding their high blood glucose. No further details provided.